Event description:
According to the local representative, the device cannot be retrieved and returned for laboratory testing. A save-to-disk was not performed at the time of the replacement procedure.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information. To date, the device has not been returned to boston scientific.

Manufacturer narrative:
There is no additional information at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
Subsequently, boston scientific received information from an implant form that this device was recently explanted and replaced in (B)(6) 2013 due to normal battery depletion.

Event description:
Boston scientific received information that the patient implanted with this vitality 2 dr device has retained an attorney and recently submitted paperwork as part of the litigation process. The document cites personal injury as the complaint type.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.